Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance performed by the getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was found to have damaged fiber optic. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: g2, h8. A getinge field service engineer (fse) states, fse is waiting for the customer to approve the quote to go onsite. Once the quote is approved and the fse goes onsite. This notification will be cancelled as fse have not heard from the customer with a po to attend site. If the customer requests and approve the po to attend site, a new notification will be logged. No repairs have been carried out as the customer didn't provide a po.

Event description:
N/a.